Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generators (epgs) were directly related to patients experiencing asystole and bradycardia. It was further reported that these events were related to external epg cabling issues. The current status of the epgs is unknown. It was indicated that the events did not lead to permanent patient injury. There is no additional information available.